Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(4), and the reported event could not conclusively be established through this evaluation. Additional information was provided stating that the hospital was contacted for the information and will not provide any additional information related to this event. The patient remains ongoing on heartmate ii lvas, serial number (B)(4) no further related events have been reported at this time. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 05feb2018. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 of this IFU lists hemolysis, stroke, and neurologic dysfunction as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. Section 6 also outlines the suggested anticoagulation regimen and international normalized ratio (inr) range that should be maintained for patients using the heartmate ii lvas as well as the suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was readmitted on (B)(6) 2022 for hemolysis. The cause of the hemolysis was related to the device. On (B)(6) 2022, the patient developed neurological dysfunction. The patient experienced neuropathy for over 24 hours. The patient had an intracranial bleed in the frontal lobe which was diagnosed by a computed tomography (CT) scan. The event was a brain stroke and the patient experienced a headache. Anticoagulant therapy at time of event was warfarin, heparin, and aspirin. The cause of neuropathy was complexities of medical management and was related to the device. The patient was treated with fluid replacement. The patient was discharged on (B)(6) 2022.